Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown

Event description:
Patient reported right side "capsular contracture baker grade unknown " and "exchange from textured to smooth due to concern with the product." The events of "joint pain", "headaches", "brain fog", "depression", "lethargic" are not device related. The device remains implanted.